Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that readings showed avoid electrodes #7 & #14 when checking impedances. Rep programmed around besides electrode #7 which was used in group c. Bilateral coverage. Issue was resolved. No patient symptoms were reported.